Manufacturer narrative:
Update to d9, g2, g3, h3, h6, and h7. After further in/vestigation, it has been determined that a sample was returned on 12/05/2025 and the device was evaluated by the manufacturer. The report source is health professional. The original date information was received regarding this issue was received on 10/09/2025. Additional information was received by the manufacturer on 12/09/2025. The investigation involved testing of the actual/suspected device, trend analysis, and an analysis of production records. The investigation found a leakage/seal problem and the cause has been traced to a manufacturing deficiency. The associated recall numbers are r-25-215-fg and r-25-215-fgx1. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
It was reported that the anesthesia circuit appeared cut or damaged, triggering machine alarms for pressure leaks upon patient connection. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the anesthesia circuit appeared cut or damaged, triggering machine alarms for pressure leaks upon patient connection.